Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcbs were used to treat the left proximal(l1) and mid sfa(l2). During treatment of mid sfa(l2) grade c flow limiting dissection occurred and was treated with stenting with a bare metal stent. It was reported the dissection was not related to the target lesion.